Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device reports "shock not delivered" message, fails shock button test, defib, pacer, pads paddles ECG error during op check. There was no reported patient involvement/adverse patient impact.